Manufacturer narrative:
Customer reports incorrect basal units in carelink connect after update to 3.2 (samsung a13, android 13, app version 3.2). "An attempt to reproduce the reported event using the cp app with 3.2.0 installed on galaxy s10 e, android 12 with mmt-1885 pump (software version 6.7v) was conducted and the issue was reproduced. We have observed that the basal rate is 0.000 u/hr on the patient graph screen.   The software failed to meet the specified requirements and performance expectations, (srs doc: (B)(4)) agile docs: (B)(4). We investigated issue and found that the root cause stems from the code responsible for concealing the basal rate during auto mode is not functioning following the transition to udm. While the same default values (0.000 rate and basal pattern 1) are transmitted to cl and cp in auto mode. This issue doesn't appear in prior editions of cp, despite the fact that the code has not been altered. The esf number that corresponds to the reported issue is (B)(4). Currently there is no work around for basal rate issue. The issue will be resolved in the upcoming carelink release/s. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information doesn't suggest that the malfunction would cause/contribute to a death or serious injury.

Event description:
Information received by medtronic indicated that customer reported that there was a data synchronization issue between the insulin pump and the mobile device. App was not displaying the accurate insulin pump data. Troubleshooting was not done and the issue had been escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of insulin pump and it will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.